Manufacturer narrative:
The returned inserter shaft was evaluated. The tip has fractured off within the threaded area; the complaint is confirmed. The root cause may be attributed to forces placed on the device, possibly in an off-axis application, while trying to install the spacer into the disc space which exceeded the device's capabilities. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the distal tip of an inserter broke off during implant installation. The broken tip remains in the implant and is expected to be ¿integrated¿ into the implant, with no risk to the patient. The procedure was completed using alternative instrumentation.